Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced difficulty with charging, and would receive an error message. The ipg eventually become inoperable over time. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have the ipg replaced. Therapy has resumed post op.